Event description:
Patient representative reported plaintiff alleges that one or more biocell devices caused personal injuries and damages including but not limited to the following: significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer, accumulation of foreign and adulterated silicone particles in their bodies, including the resulting inflammation, cellular damage, and subcellular damage, past and future medical expenses, physical pain and suffering from explantation." Device has been explanted. This is the right side record.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: accumulation of foreign and adulterated silicone particles in their bodies, inflammation, cellular damage, and subcellular damage, significantly increased risk of developing cancer, emotional distress including fear and anxiety of developing cancer.